Manufacturer narrative:
The surgeon side console (ssc) manipulator controller ergo (mceb) was evaluated by the failure analysis (fa) team. The issue was confirmed via lighthouse error logs. The mceb was visually inspected, where no issues were found. The mceb was taken to a programming station where the board was initialized. The high side switches and ivmon values were inspected, where no faults were found. The mceb was installed onto a system and the cal file was restored where no issues occurred. The system was left to idle for one hour, and power cycled three times with no issues. As the mceb replacement did not resolve the reported 46601 issue in the field, this part was determined to be the wrong part sent back. As a result of these findings, no root cause could be determined.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the surgeon side console (ssc) manipulator controller ergo (mceb) and foot tray adjust mechanism (ftam) to resolve the issue. The system was tested and verified as ready for use. The foot tray was returned for failure analysis, performed visual inspection, and found nothing related to the reported issue. Checked lighthouse/aperture and confirmed error code 46601 occurred. Installed ftam on an internal equipment, fixture, or tool (eft) system and was able to replicate error code 46601. Root cause appears to be lift motor issue. Isi did receive the mceb involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report their second console was throwing faults when connected. The caller swapped out the second console and system booted up normally and are continuing on with the procedure. The procedure was completing as planned with no reported injury.